Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a cracked battery door, scratched lens and three missing prongs in the battery compartment. No faults were found during a review of the event history log. During the functional testing, the customer reported problem was able to be duplicated. The cause of the issue was the latch lock flex. The latch lock flex was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported, that the pump does not detect the lock/latch. The issue was discovered, during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.